Event description:
It was reported that during preparation for a coronary stenting procedure, damage to the 2.50x24mm liberte bare metal stent was noted. Prior to pt contact "the stent found flared during preparation". The procedure was completed with another liberte bare metal stent. No reported pt injuries.

Manufacturer narrative:
As the unit has not been returned for review, therefore, a technical analysis could not be performed. The batch # is unk; therefore, a review of the mfg documentation could not be performed. The potential root causes were reviewed. The result of this review indicated that the current mfg process controls to prevent this failure from occurring were deemed adequate. Therefore, the most probable root cause of the complaint incident may be handling.